Event description:
Reporter indicated a vns dell x5 computer serial cable was not working properly. When the serial cable was switched out with a known good serial cable, the computer performed normally.attempts for return of the serial cable are in progress.

Event description:
Reporter indicated the computer serial cable was inadvertently discarded, so manufacturer product analysis is not possible.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.